Event description:
Reportedly, the device was implanted in (B)(6) 2022. It was interrogated on (B)(6) 2022 and the longevity observed was 4 months.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Device implanted in (B)(6) 2022 and was interrogated today and found longevity of 4 months!!